Event description:
The customer reported that the system would intermittently not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was not repaired at the time of service and the service call is ongoing. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.